Event description:
The customer reported having issues with the transcutaneous pacemaker when utilizing 3-lead ECG cables. There was no report of patient involvement.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.